Event description:
The customer reported that one of the node reloaded flash at boot up. They were able to reboot and finish procedure.

Manufacturer narrative:
The ge service rep found the ffb flash reloaded. The customer was able to reboot then continue with case. Checked power cork and xformer lugs - all to specification. C-arm and work station power supplies to specification. He erased gen and ffb flash allowed to reload, restored system settings from back up. He did notice the system uses pig tail power cord, standard hospital grade OEM plug attached to twist in (explosion proof) pig tail. The rep discussed eliminating adaptor with in house biomed. His experience indicated that our power cords are not compatible with his brand of plug the pig tail. The adaptor is necessary. System functioning as intended.